Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the probe was partially missing. There were scratchs on the peeled area. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was damaged when the user activated output while contacting with metal or something hard object. The instruction manual of the device has already warned as follows; the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
The following event was reported. During a total laparoscopic hysterectomy, the three tb-0535fcss were used. The probe damage error occurred on the first device. The physician exchanged it with the second device and continued the procedure after the probe was checked on it. The probe of the second device fell off outside the patient after it was retrieved from the patient body. The procedure was completed with the third device. There was no patient injury reported. According to the reported event, three tb-0535fcss were used, but four tb-0535fcss were returned to olympus medical systems corp. (Omsc). No further information was provided. On january 26, 2018, omsc found that the coating of the probe for the fourth tb-0535fcs was partially missing. This is the report regarding the missing of the probe coating for the fourth tb-0535fcs.